Event description:
Information was received from a friend/family member regarding a patient who was receiving fentanyl via an implantable pump for non-malignant pain indications for use. It was reported that last night, they went to deliver the bolus, and the communicator light was green but when they unplugged the device and put it near the pump, the light went back to flashing blue and orange and would not stay green. The patient representative (rep) stated that this happened multiple times last night and this morning. The patient gets 3 bolus a day. The agent asked rep to connect with communicator and communicator show orange light when plugged into the outlet. The agent recommended recharging the communicator. The device got stuck at 90%. The agent confirmed there was no alarm. The agent assisted the rep with resetting the devices and connect to the pump. The rep stated that they were getting service code 338 and 518(communication error). The agent consulted with technical service (ts) and reviewed information. The agent assisted the rep with clearing the data, reset the devices and connect to the pump again. The devices connected to pump and there was no code. The handset was at 98% and communicator was green. The troubleshooting steps that were taken on the call resolved the issue.

Manufacturer narrative:
Continuation of d10: product ID: a820, product type: software section d information references the main component of the system. Other relevant device(s) are: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.